Event description:
It was reported that the patient¿s leads were ¿embedded¿ and could not be removed. It was noted that the patient was "messed up." It was noted that a second physician tried to fix the placement because it was ¿wrong.¿ it was noted that new leads were implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID: 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type extension product ID: 3708120 lot# serial# (B)(4), implanted: 2009-01-12 explanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not turn their device on because the cords were so embedded and it was causing them extreme pain. The new leads were put in a different place.